Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the subject guidewire torn off during use. The device was removed with the help of a snare and the procedure was completed successfully with no clinical consequences to the patient. No further information is available.

Manufacturer narrative:
B2 outcomes attributed to ae - corrected (other serious (important medical events)-removed). Catalog number - updated from "s2sps14215" to "s2spp14215". Lot number - corrected from ¿unknown¿ to ¿0000141827¿. Gtin number - corrected from (B)(4)t o ¿(B)(4). Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was moderately tortuous. It was also noted in the additional information that the wire could still be recovered by a thread, so it was not completely torn off and according to the medical technology assessment (mta), there was a stenosis proximally, which may have contributed to the snapping off. The device was not returned and therefore the as reported event cannot be confirmed. Because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable will be assigned to the as reported event of guidewire broken/fractured during use.

Event description:
It was reported that the subject guidewire torn off during use. The device was removed with the help of a snare and the procedure was completed successfully with no clinical consequences to the patient. No further information is available.